Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted with two non-microport leads and everything went well during the procedure. In the recovery room, with a heart rate of 30 bpm. A re-intervention is done due to a suspicion of a ventricular lead dislodgement and the subject lead was replaced. The lead measurements were correct with the psa. The pacemaker did not seem to pace and another pacemaker was finally implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted with two non-microport leads and everything went well during the procedure. In the recovery room, with a heart rate of 30 bpm. A re-intervention is done due to a suspicion of a ventricular lead dislodgement and the subject lead was replaced. The lead measurements were correct with the psa. The pacemaker did not seem to pace and another pacemaker was finally implanted.